Manufacturer narrative:
For one (1) event, lot number gful1911 was provided. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For one (1) event, the lot number for the device was not provided; therefore, a manufacturing review could not be performed. For both of the reported events, the devices were not returned for evaluation; therefore, the investigations are inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. All device are labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model ec500f filter tilted and perforated. There were no reported attempts made to retrieve the two (2) filters. These reports were received from various sources. Both events involved patients with no patient impact. The two (2) patient¿s gender, age and weight were not reported.

Manufacturer narrative:
H10: for both events, lot numbers were provided and lot history reviews were performed. For both of the reported events, the devices were not returned for evaluation; however medical records and an x-ray were provided for one. For one of the reported malfunctions, FDA code 3009 - positioning issue was added to the device coding. The company is still investigating the issue at this time. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model ec500f filter tilted and perforated. For one of the events the filter also embedded in the wall of the ivc. There were no reported attempts made to retrieve the two (2) filters. These reports were received from various sources. Both events involved patients with no patient impact. One of the patients is a 53 year old female, who's weight is not provided. The other patient's information was not provided.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model ec500f filter tilted and perforated. For one of the events the filter also embedded in the wall of the ivc. There were no reported attempts made to retrieve the two (2) filters. These reports were received from various sources. Both events involved patients with no patient impact. One of the patients is a 53 year old female, who's weight is not provided. The other patient's information was not provided.

Manufacturer narrative:
For both events, lot numbers were provided and lot history reviews were performed. For one of the reported malfunctions, there were no provided sample, medical records, or images. Therefore, the investigation is inconclusive for the alleged deficiencies. The second malfunction provided medical records and a medical image. The investigation for this malfunction confirmed for filter tilt, filter limb perforation and positioning issue (FDA code 3009 - positioning issue). The devises are labeled for single use.

Manufacturer narrative:
H10: for both events, lot numbers were provided and lot history reviews were performed. For both the malfunctions, the samples were not returned to the manufacturer for review. However, medical records were provided for review. Investigation of the medical records confirmed the alleged perforation but remains unconfirmed for filter tilt, for one of the malfunctions for the other malfunction, the investigation was confirmed for filter tile, filter limb perforation and positioning issue. Based on the available information, a definitive root cause could not be determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model ec500f filter tilted and perforated. For one of the events the filter also embedded in the wall of the ivc. There were no reported attempts made to retrieve the two (2) filters. These reports were received from various sources. Both events involved patients with no patient impact. The patients were reported to be a 45 year old male and a 53 year old female, the weight of both the patients were not provided.